Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 271 mg/dl earlier. The customer delivered a bolus to stabilize bg level. The customer stated the suspected cause for the elevated bg level was due to not delivering a sufficient bolus for the meal consumed. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.